Event description:
It was reported the physician found the bottem end side of the dilator was broken (separated) during use. A new kit was opened to finish the procedure. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the bottem end side of the dilator was broken (separated) during use. A new kit was opened to finish the procedure. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and a lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 28 3/4" which is within the specification limits of 28 3/4"-29 1/4" per the dilator product drawing. The dilator outer diameter measured .1235" which is within the specification limits of .1230"- .1260" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured .044" which is within the specification limits of .043"-.046" per the dilator extrusion product drawing. The dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. Performed per IFU statement, "thread tapered tip of sheath/dilator assembly over spring-wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position. Precaution: do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel". The dilator hub was able to independently snap into the sheath hub, which is the intended function. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath /dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of a hub separated from a dilator was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, design likely caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions were implemented for this issue on 14-june-2022, which is after the manufacturing date of the dilator involved with this complaint (01-decemeber-2020). Teleflex will continue to monitor and trend for reports of this nature.